Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Event description:
The customer reported via phone call that insulin pump had screen cracked. The blood glucose at the time of the incident was 343 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.